Event description:
Vent 7 eagle malfunctioned while on a call with a pt's seizure. Pt being transfered from hospital to hosptial. Vent 7 was connected to pt and set off an alarm advising of battery low/fail on the screen. Approx. 15 sec. Later the vent went into system failure and shutdown. There was no pt compromise due to pt immediately being transfered to a "bvm".